Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the lens was explanted; however, the indication for lens explantation is not specified. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device has not been returned to rayner. There is insufficient information available in this case. Rayner is liaising with its in country representatives to try to obtain additional information to facilitate further investigation of the event.

Event description:
On 23rd february 2026, rayner received notification from its representatives in canada of an event that occurred during use of a rayone (model unspecified). The event description provided states that the lens was explanted; however, the indication for lens explantation is not specified.